Event description:
Complaint filed with the circuit court of ohio county, west virginia alleges the following: "in 2007, decedent was admitted to wheeling hospital for the treatment of an intracerebral hemorrhage. In 2007, during the course of his surgery and treatment, decedent was on several occasions administered heparin and heparin containing products manufactured by defendants." "Subsequent to the administration of heparin and heparin containing products manufactured by defendants, decedent's platelet counts decreased drastically to approximately 23, 000/mcl. Decedent was diagnosed as suffering from 'hit'." "Subsequent to the administration of heparin manufactured by defendants, decedent suffered several severe, adverse hit reactions including but not limited to gangrene of the upper extremities and deep vein thrombosis. Decedent died one month later as a direct and proximate result of thee complications."

Manufacturer narrative:
Event is currently under litigation, and no additional information is available.